Event description:
Iabp [intra-aortic balloon pump] console alarming for helium leak. Console changed and alarm continued. Appeared to be leak in helium line of device. Manufacturer response for intra-aortic balloon catheter, teleflex, intra-aortic balloon catheter kit (per site reporter). Unknown.